Manufacturer narrative:
Updated d8 and h3. Corrected g2, corrected h6 health effect- impact code, corrected b5 and e1- address and corrected g3. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 09/05/2024. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The actual item has already been discarded. The likely cause could be that a hard object was struck on a part that was vulnerable to damage due to aging or that stress was placed on the connector when it was being removed or attached, causing it to break. However, a root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). This phenomenon can be detected and prevented as described in "chapter 3: inspection before use, 3.2 inspection of device connectors" in the oer-3 instruction manual [operation] (revision 10). For each connector, check the following: no slack. The o-ring has no cracks, splits, tears, or other abnormalities. Warning: do not use if you suspect there is a problem with any of the connectors. If you continue to use the product while there is a suspicion of a problem, cleaning and disinfection may not be performed adequately. In addition, there is a risk of leakage of liquid, which may damage peripheral devices and equipment. Notice: when connecting to each connector, be sure to push it all the way in (until you hear a click) to make sure it is securely connected. Also, pull it lightly to make sure it cannot be pulled out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the endoscope reprocessor's connectors were damaged. The cleaning tubes were in a condition that allowed them to attach. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor's connectors were damaged. The cleaning tubes were in a condition that allowed them to attach. The issue occurred during reprocessing for a procedure that completed using a same set of equipment. There were no reports of patient harm.